Event description:
It was reported that when using the bd pyxis¿ es server, one medication that loaded was not displayed on station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication that loaded was not shown on station. A technical support specialist (tss) dialed into the server and navigated to patient encounter system to review patient visits and orders. It was identified that the patient had two visit identifier, and order identifier was not assigned to either. Further checks in medication inventory and sql server management studio for station and medication identifier showed no inventory records. The system functioned as intended after the technical support specialist troubleshot the device.